Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a vascular surgeon was performing a procedure on the subclavian. The sheath was being introduced when the patient began to have a anaphylactic episode, which included respiratory distress and the patient became a deep red color. The physician aborted the procedure at this time (1820334-2016-01510). ¿the patient was stabilized and fine and able to leave the hospital.¿ reportedly ¿the same type of episode occurred with the patient a couple months ago. (Subject of this report)¿ the manufacturer has requested additional information about this event, as of the date of this report a response has not been received. The patient was sent to work with an allergist in (B)(6), the allergist is working with the manufacturers product manager to determine the make and materials used to manufacturer this product as it may have contributed to the patient's allergic reaction. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: a review of the instructions for use (IFU), quality control (qc), specifications and trends have been conducted for the purpose of this investigation. The device was not returned for evaluation, nor did the customer provide any images of the complaint device. There is no evidence to suggest the product was not manufactured to specifications. This complaint was confirmed based on customer testimony. Due to the limited information provided, it is difficult to determine with certainty why the patient experienced the anaphylactic episode. Per clinical review, the leading cause to this event may be associated to the patient's pre-existing condition (allergic background), the patient may have been allergic to one of the device manufacturing materials, or the patient may have been allergic to one of the medical materials used during the procedure - pharmaceutical products, iodine, drapes, gauze, surgical instruments, airway tubes, perfusion solutions, etc. Based on the results of the analysis, further risk reduction is not required. We will continue to monitor for similar complaints.